Event description:
A report was received that the patient had a pocket revision wherein the pocket was moved. Reason for revision is unknown.

Event description:
A report was received that the patient had a pocket revision wherein the pocket was moved. Reason for revision is unknown.

Manufacturer narrative:
Additional information was received that the patient¿s pocket was moved because the battery had migrated up towards the ribs. The device was working properly and it was patient¿s preference that the ipg was relocated.

Manufacturer narrative:
Event date: (B)(6) 2013.